Event description:
It was reported that the device was at elective replacement indicator (eri) in less than four years post implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2011. (B)(4).